Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)/general abnormal bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: enpresse from 2005 to (B)(6) 2007, trivora from 2004 to 2005 and ortho evra patch in 2004. Past adverse reactions to the above products included breast pain with enpresse; and headache with ortho evra patch and trivora. Concurrent conditions included obesity and headache. Concomitant products included medroxyprogesterone since 2005 for contraception as well as lorazepam since 2013 and zolpidem since 2013. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("other injuries/symptoms: fatigue"), ovarian cyst ("other injury(ies) or complication (s): left ovarian cyst") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("tumor /teratoma / cancer: fibroids") and weight increased ("other injuries/symptoms: weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, fatigue, weight increased, ovarian cyst and abdominal pain had not resolved and the vaginal haemorrhage, uterine leiomyoma and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Discrepancy: the essure removal surgery (hysterectomy and bilateral salpingectomy with bilateral oophorectomy) date was in pfs chart was: (B)(6) 2008 and in (B)(6) 2013. Received treatment for: dysmenorrhea (cramping), pelvic/ abdominal, menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Confirmed my tubes were closed. Imaging procedure - on (B)(6) 2018: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New event: abdominal pain and lab data added. Outcome for events updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: enpresse from 2005 to (B)(6) 2007, trivora from 2004 to 2005 and ortho evra patch in 2004. Past adverse reactions to the above products included breast pain with enpresse; and headache with ortho evra patch and trivora. Concurrent conditions included obesity and headache. Concomitant products included medroxyprogesterone since 2005 for contraception as well as lorazepam since 2013 and zolpidem since 2013. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), ovarian cyst ("other injury(ies) or complication (s): left ovarian cyst") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("tumor /teratoma / cancer: fibroids") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, uterine leiomyoma, fatigue, weight increased, ovarian cyst and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy: the essure removal surgery (hysterectomy and bilateral salpingectomy with bilateral oophorectomy) date was in pfs chart was: (B)(6) 2008 and in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Confirmed my tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received: case becomes valid and incident. Event injury to herself was removed. New events pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), tumor /teratoma / cancer: fibroids, fatigue, weight gain, left ovarian cyst and vaginal pain were added. Product indication and explant date was added. Patient¿s demographics were added. Concomitant drugs, medical history and lab data were added. New reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.